Event description:
It was reported that patient underwent right acl procedure in 2004. Subsequently, additional surgery was performed ten months later to remove screw component. During attempt to remove screw component, the screwdriver fractured. Fractured portion of screwdriver was removed but bone mulch screw remained implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded a anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.